Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap is sticking out. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump passed the displacement test. The insulin pump was received with normal operating current and passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.